Event description:
When placing a sterile specimen container on the surgical field, the tech grabbed the cup to place the bone into the container and noticed a hair under the sticker of the cup. The tech changed her gloves.